Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling the greater curve of stomach in a sleeve gastrectomy, the device only fired first 1/3 of staple line. The surgeon used another reload to resect and re-staple a new staple line pathway.